Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal left anterior descending artery and two promus stents were placed. On (B)(6) 2010, the patient experienced a myocardial infarction with ischemia lasting 10 minutes or more and elevated cardiac enzymes. The patient underwent a revascularization procedure on (B)(6) 2010. On (B)(6) 2012, the patient underwent another revascularization procedure. Although requested, no additional information has been provided.

Event description:
Subsequent to the final MDR filed on (B)(6) 2012, additional information was received which indicates that during the index procedure, only 1 promus stent was implanted in the proximal left anterior descending (lad) artery. A revascularization procedure was performed on (B)(6) 2010. The proximal lad was noted to be restenosed and a promus stent was implanted in the proximal lad. Additionally, stenosis was noted in the mid lad and a promus stent was implanted. During a revascularization procedure on (B)(6) 2012, restenosis of the mid lad promus stent was noted. Angioplasty was performed with a cutting balloon dilatation catheter and a xience stent was implanted. No additional information was provided.

Event description:
Subsequent to the initial MDR, additional information was received. Due to stable angina, the patient underwent a stenting procedure in the proximal left anterior descending (lad) artery and two promus stents were placed. On (B)(6) 2010, the patient experienced a myocardial infarction and restenosis was noted in the proximal lad. Revascularization was performed with placement of a drug eluting stent. On (B)(6) 2012, the patient was re-admitted to the hospital with angina. Cardiac catheterization showed restenosis of the proximal and mid lad. Revascularization was performed. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The additional promus device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of ischemia, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of angina is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.